Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Manufacturer narrative:
02/28/2014: a portion of this lead was returned with a note stating this lead was explanted on (B)(6) 2014 due to an insulation failure. Upon explanting this lead, the physician noted an externalized conductor. The lead under complaint was subjected to an extensive analysis. Upon receipt, the lead was found dissected at 46 cm proximal to the lead's tip. Only the distal segment was received for analysis. The inspection revealed abrasion marks along the lead's segment with a rubbed through insulation in the region of the tricuspid valve. These insulation damages can be considered as the root cause of the clinical observation. Based on the characteristics of theses damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state as a result of the interaction with the tricuspid valve. Further inspection showed deformations of the rv and svc shock coils, which occurred most likely during the surgery. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This patient was brought into the office for evaluation related to the rv impedance <200. The in-office evaluation shows normal impedance. The patient will be monitored and the device remains actively implanted at this time. No adverse patient effects were reported. (B)(6) 2014 - additional information was provided informing us that on home monitoring on (B)(6) low impedances and noise were noted. Patient returned to office on (B)(6) and the rv shock lead was turned off. Lead extraction is planned.